Event description:
A hospital in (B)(6) reported that an mr290v humidification chamber was cracked after four days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 autofeed humidification chamber was returned to fisher & paykel healthcare in (B)(4) and was visually inspected. Results: visual inspection revealed a crack near the base under the port of the chamber dome. Additionally, white residue was present. A lot check revealed no other complaints of this nature for lot 140520. Conclusion: based on the inspection carried out, it is likely that the damage was caused by the chamber coming into contact with a chemical solution, resulting in environmental stress cracking of the chamber dome. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber, including a check for cracks in the chamber dome. This suggests the chamber was damaged after it was released for distribution. The customer has confirmed that the subject chamber was in use for four days before a water leak was observed, which further indicates that the chamber became damaged during use. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "set appropriate ventilator alarms." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).